Event description:
Patient revised for osteolysis and loose tibial and femoral components.

Manufacturer narrative:
No product was retuned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.